Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/27/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure ¿ (B)(6) years old, bmi and weight not available. Date and name of initial surgical procedure ¿ tvt-o insertion. The diagnosis and indication for the initial surgical procedure? Urodynamic stress incontinence. What were current symptoms following the index surgical procedure? Onset date? Patient aware of something hard in the vagina on self examination. Tape extrusion confirmed on (B)(6) 2020. What are the patient comorbidities/concomitant medications? Splenectomy age (B)(6), chronic smoker. The initial approach for the index surgical procedure? Topical vaginal oestrogen any concurrent procedure/device implantation? Still in patient. Were there any intra-operative complications? None. Describe any medical/surgical intervention for exposure including dates and surgical findings. Awaiting treatment at (B)(6). What is physician¿s opinion as to the etiology of or contributing factors to this event? Known complication of vaginal mesh. Risk factor in this case - smoking. What is the patient's current status? Awaiting treatment at (B)(6).

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that the patient experienced left vaginal sulcus mesh exposure. It was reported that the patient was aware of the mesh in the vagina but was no distress or others symptoms. It was reported that the patient was still continent. It was reported that the exposure was first detected on (B)(6) 2020. The patient was aware of something hard in the vagina on self examination. The tape extrusion confirmed (B)(6) 2020. It was also reported that the patient preferred conservative management as the device was working well for incontinence. It was also reported that patient tried vaginal oestrogen and was referred to a medical center. Additional information was requested.